Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2004 reported that the patient experienced generalized tonic-clonic seizures after his vns was programmed to rapid cycling in (B)(6) 2000. Once the duty cycle was programmed back, the patient no longer had generalized tonic-clonic seizures. The device was checked on (B)(6) 2004, and system diagnostics were within normal limits, indicating proper device function. No additional relevant information was received.